Event description:
It was reported that a pt had retained granufoam in an abdominal wound.

Manufacturer narrative:
Add'l info provided by the health care provider indicates that the wound care nurse realized that the wound had granulated into the foam when she had difficulty removing the dressing. The dressing was applied without a non-adherent layer and was left on the wound for 72 hours. The health care provider further indicated that the granufoam was visible in the wound bed and the surgeon was going to try to do a sharp debridement at the bedside, but decided to do it in the operating room because the pt was on lovenox and was prone to bleeding and on a ventilator. V.a.c. Therapy labeling states: "routine dressing changes should occur every 48 hours".